Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, which resulted higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca result.

Manufacturer narrative:
The siemens customer care center was contacted by the customer. The ccc evaluated the instrument result monitors and determined that the reagent delivery and sample mixing were acceptable. The ccc also determined that the aliquot probe and sample probe, including the associated drains were acceptable. The cause of the discordant calcium result is unknown. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.